Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 glucose values not displaying on the ilet for a short period after starting pump use, followed by spontaneous restoration of readings, and was provided education on bluetooth pairing and maintaining a strong signal. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education regarding bluetooth connectivity. Investigation of this case revealed that intermittent signal loss between the cgm and ilet was the most likely issue, consistent with known bluetooth communication interruptions without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-environment connectivity factors leading to transient cgm-to-pump signal loss.